Event description:
It was reported that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. Noise could be reproduced via provocative testing. Diagnostic imaging was performed and damage due to subclavian crush consistent with conductor fracture was observed. No intervention was performed. The patient was stable and there were no adverse consequences.